Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve, manifold kit (rohs)_part number 7-77612-03. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
After further evaluation, the suspect medical device inadvertently was submitted on MDR number 1628664-2019-00430-00 and is being submitted under manufacturer report number 3016438761-2021-00337-00 for correction.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant troponin results on the architect i1000sr analyzer. The customer provided following results, the repeat results were obtained after instrument service: sid (B)(6) initial <0.0, repeat 0.27 ug/l, sid (B)(6) initial <0.0, repeat 0.38 ug/l , sid (B)(6) initial <0.0, repeat 0.09 ug/l, sid (B)(6) initial <0.0, repeat 0.07 ug/l, the customer cutoff is 0.15 ug/l. No impact to patient management reported.